Manufacturer narrative:
Manufacturer received a voluntary user submitted 3500a report. The report number is (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a bone flap removal procedure in a craniotomy surgery, it was observed that the tip of the drill bit device broke off onto the field while being used with a motor device. According to the report, the user searched the operative site drapes for the missing tip of the device but it was not found. It was further reported that an x-ray was taken towards the end of the case and read by a radiologist who indicated that there was no tip seen in the head of the patient. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. It was not reported if there were any injuries or prolonged hospitalization. There was no alleged malfunction against the motor device. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the lot number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.